Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was noted due to an atrial lead position check failure.  All therapies disabled.  It was noted lead function is normal. The lead remains in use. No patient complications have been reported as a result of this event.